Manufacturer narrative:
On 08/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/02/2016 a medtronic representative, following-up at the site, reported the surgeon used a navigated sharp awl, a navigated solera 5.5 awl-tip tap, a navigated thoracic probe, and navigated solera mas driver. An imaging system acquired images were used and navigated off of trajectory 1 and trajectory 2 views. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, when placing a screw on l5, the surgeon alleged a lateral inaccuracy of approximately 1-2 millimeters. The surgeon revised the screw and confirmed placement. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was approximately 15-20 minutes.